Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 16jul2019. It was clarified that the initial reported condition was erroneous. The reported condition is that of a primary alarm failure. It was further clarified that there was no patient involvement. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the speaker assembly to address the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26jul2019. UDI: (B)(4).

Event description:
The customer reported a ventilator with a touchscreen failure. This event was reported to have occurred during clinical use, but there was no harm associated with this report.